Event description:
A 30 mm amplatzer pfo occluder deformed upon deployment. The device was removed and replaced with a 25 mm amplatzer pfo occluder and the procedure was successfully finished. The patient is reported to be stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
A 30 mm amplatzer pfo occluder deformed upon deployment. The device was removed and replaced with a 25 mm amplatzer pfo occluder and the procedure was successfully finished. The patient is reported to be stable. It is unknown if patient anatomy contributed to the deformation but the user viewed as a possible device issue.